Manufacturer narrative:
Ppae(hematuria): the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right axillary artery in a 66-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of prior CABG. The patient had maintained good urine output but was noted to have slightly pink-tinged urine at 6 am. Echocardiography ordered by the provider confirmed the impella was in good position. The patient was recently status-post pci and receiving dual antiplatelet therapy. The care team planned continued monitoring and considered the possibility of a traumatic foley catheter. The patient survived to explant. The reported hematuria requiring surgical intervention is consistent with hemolysis-associated or anticoagulation-related findings in the setting of impella support and may be influenced by factors such as underlying cardiogenic shock physiology, dual antiplatelet therapy, and potential catheter-related trauma.

Manufacturer narrative:
B5 updated. Corrected data d1 updated/corrected. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "hello (B)(6), yes the pink urine resolved on its own without further intervention. No return kit is needed and the pump has since been explanted & discarded by the medical team."